Event description:
Pro tack device used for the fixation of a mesh during laparoscopic ventral hernia repair caused an injury to the small intestine due to the sharp edge of the wire that is exposed to the intestine even when the tacks are properly placed and seated in the tissue. This caused two more operations, and antibiotics, which then led to renal failure requiring hemodialysis.